Event description:
On december 18, 2006, the customer reported to bsc that during a colonoscopy procedure (patient gender & age unk), the resolution clip "grasped the tissue for a brief moment then the jaws broke off inside the patient." The jaws were left inside the patient to pass via peristalsis. No additional trauma to the bleed site due to this issue. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.